Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was unable to get bars on the recharger and charge the ins. It was noted that stimulation was covering the appropriate areas prior to the charging issues. The patient had been unable to charge for months, but the patient did not know the exact length. The ins was unable to be read with the physician programmer, patient programmer, or recharger. A pocket revision was performed on (B)(6) 2016 to correct battery position and the patient was to be seen on (B)(6) 2016 by a rep. It was noted that a physician mode recharge (pmr) would need to be performed at that appointment. It was noted that the patient was alive with no injury. Additional information was received from the patient via a rep. Overdischarge was reported. The pmr was completed on (B)(6) 2016 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.